Event description:
It was reported that the lead was explanted when noise was observed in the egm. Lead anomaly suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.